Event description:
Customer reports the advantage system produced a result of 700 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.